Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification. Customer had elevated blood glucose levels (376 mg/dl). Contact stated that a bolus will be delivered to stabilize blood glucose levels. Troubleshooting with tandem technical support was performed and the customer was able to successfully load a cartridge onto the pump.